Event description:
During testing of a returned power board in a test ventilator (removed during field service), the test ventilator did not deliver breaths, vent was alarming for xdcr flt and rac err. The audible alarm was intermittent and distorted. Condition caused by capacitor c129 on the power board.